Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak occurred with an out-patient who had a 22 gauge needle catheter.

Manufacturer narrative:
Concomitant medical products: power injector; bd insyte autoguard ref (B)(4), lot 2021-04-30; 5ml syringe. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak at the connection of the smartsite valve and a 22 gauge needle catheter. There was no report of patient harm. The customer later reported additional informaion. A 5ml saline hand flush was used prior to the power injection. Saline was also power injected at a flow rate of 3ml/second for a volume of 30ml. Isovue 370 was injected with a flow rate of 3ml/second for a volume of 30ml. The post flush of saline had a flow rate of 3ml/second for a volume of 50ml.

Manufacturer narrative:
The customer¿s report of a leak at the connection of the smartsite valve and a 22 gauge catheter was confirmed but was noted to be from the smartsite. Functional testing replicated a leak at the smartsite port during a syringe flush. Closer inspection under magnification showed a small hole in the piston of the smartsite, near the one of the ends of the middle slit. The cause of the customer¿s report is a small hole in the smartsite piston. The root cause of the piston damage/puncture is a manufacturing issue.

Event description:
The customer reported a leak at the connection of the smartsite valve and a 22 gauge needle catheter. There was no report of patient harm. A 5ml saline hand flush was used prior to a power injection. Saline was also power injected at a flow rate of 3ml/second for a volume of 30ml. Isovue 370 was injected with a flow rate of 3ml/second for a volume of 30ml. The post flush of saline had a flow rate of 3ml/second for a volume of 50ml.